Event description:
It was reported the subject device had error code e433. There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, no device problem was found. The cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.